Manufacturer narrative:
The company representative examined the system and confirmed the system message reported. The company representative measured voltage between tp3 and tp13 and found the voltage was always 5 volts regardless of gas pressure. This is indicative of mt2 transducer failure. The company representative replaced the transducer printed circuit board (pcb) and power cable w10. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event is determined to be nonconforming pressure measurement transducer at location mt2 on the transducer pcb. An internal investigation was opened to address this issue. (B)(4).

Event description:
A customer reported that multiple system messages displayed when the system was started during a procedure. The system was exchanged in order to complete the case. The operative duration was extended and was "two hours behind". There was no harm to the patient. Additional information was not available for this event.